Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 148524: 20 items manufactured and released on 9-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event since 2016. Other devices involved in the event. Gmk-primary 02.07.1204l tibial tray fixed cemented size 4 l lot. 160575 (k090988). Batch review performed on (B)(6) 2020: lot 160575: 37 items manufactured and released on 23-mar-2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, 36 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in for a post-op appointment after 4 years and 4 months after the primary surgery reporting pain, and x-rays were taken. Rabiolucencies were seen when observing the x-rays. During the revision surgery, it was observed that the femur and tibia were loose and there was no cement present on the implants. The surgeon revised the femur, insert and tibia and the surgery was completed successfully.